Event description:
It was reported that the patient felt his stimulation in the wrong location. It was noted that the patient's implantable neurostimulator (ins) was implanted to treat head and facial pain symptoms caused by his trigeminal neuralgia. The patient's stimulation pattern had quickly changed over the three months previous, as he felt stimulation in the shoulder, arm, and even traveling to the fingertips, especially when he turned his head. The patient turned his ins off due to stimulation being in the wrong location. There was no known accident or incident related to this complaint. Additional information received reported that the cause of the event was paddle failure. Multiple contacts on more than one lead had abnormal impedances. There was lead break and dislodgement, which was confirmed by x-rays in (B)(6) 2012. A reprogramming session in (B)(6) 2012 showed only small improvement as multiple contacts were "out." Surgical revision was pending. No patient injury or hospitalization was reported. It was noted that the patient's "syncopal episodes" were unrelated. In addition, due to the patient's multiple comorbidities, it was determined that the physician would use peripheral leads with the patient's ins instead of a paddle lead. Additional information received reported that the patient still had concern regarding his device or therapy but he was working with his physician or a manufacturer representative. No appointment date had been determined at the time of the reported information. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: v003655, implanted: (B)(6) 2006. Product type: lead: product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).